Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was unable to be implanted. Furthermore, the helix exhibited failure to extend. The lead was not used and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to be implanted. Furthermore, the helix exhibited failure to extend. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and a helix mechanism issue. A complete lead was returned in one piece with the helix extended and covered with blood / tissue. The reported event of helix mechanism issue was confirmed. Visual inspection, electrical testing and x-ray examination were normal with no anomalies found. The cause of the reported event was isolated to the helix clogged with blood/tissue.